Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information they are very soft and do not penetrate the fascia. They bend during procedure. At distal proximity, the tip is blunt (should be conical).